Manufacturer narrative:
(B)(4) 2013. Based on the information provided by the complainant, it is possible that a malfunction of the device occurred. This event, system shut down without warning , surgeon changed plan and inserted iol in a different way, the lens did not stay in place, secondary procedure required, meets criteria for reporting as a malfunction. (B)(4).

Event description:
A customer reported a pt had received retrobulbar anesthesia in preparation for surgery. The procedure had not yet started when the system displayed a message and locked. The case was canceled. There was no harm to the pt.